Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication. The balloon in the plastic housing was not completely infused. The issue was identified during patient infusion. The patient disconnected the device, the bung/blue connector on the extension site was cleaned thoroughly with an alcohol swab. When the patient flushed the line with 0.9% nacl, resistance was felt. Blood draw back working from PICC (peripherally inserted central catheter) line. The extension line was removed and a new extension line was primed and attached, flushed again and worked well. The device had been filled with piperacillin/ tazobactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 18, 2023 to july 20, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.